Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one another complaint reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient had poor visual clarity. The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested; however, further information has not been received.